Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, for the event of "foreign material in the instrument channel" it is presumed that a kink on the instrument channel resulted in insufficient brushing cleaning since the forceps getting caught occurred other than the subject event. For the events of "coating on the insertion tube of the insertion section was peeled off" and "the marking on the insertion tube of the insertion section disappeared" it is presumed that the defect was caused by stress by repeated use, external factors, or handling of the device. The events can be detected/prevented by following the instructions for use which state: event 1: a foreign material in the instrument channel it was confirmed that instructions for airway mobilescope maf-gm/tm chapter 8, ¿cleaning, disinfection, and sterilization procedures¿ section 8.6, ¿manual cleaning¿ describes how to inspect for the event. Event 2: coating on the insertion tube of the insertion section was peeled off it was confirmed that instructions for airway mobilescope maf-gm/tm chapter 3, ¿preparation and inspection¿ section 3.6, ¿inspection of the endoscope¿ describes how to inspect for the event. Event 3: the marking on the insertion tube of the insertion section disappeared it was confirmed that instructions for airway mobilescope maf-gm/tm chapter 3, ¿preparation and inspection¿ section 3.6, ¿inspection of the endoscope¿ describes how to inspect for the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the airway mobilescope had foreign material in the forceps channel. There were no reports of patient involvement.

Manufacturer narrative:
This reported is being supplemented to provide additional information obtained during the device inspection. Correction to h6 and b5: please see b5 for further information.

Event description:
Correction to b5 of the initial report: the subject device also had insertion section flexible tube coating peeled off and display disappeared.